Event description:
Patient spontaneously called to report all the tubing she received in the last shipment was leaking at the filter very slowly but her medication is still infusing confirmed. She is connecting tubing correctly and has not changed anything in her mix process. No reports of side effects. Nurse will reach out to patient to discuss. Pharmacy sending new tubing. No other information. Reported to (B)(6) by: patient/caregiver.